Event description:
It was further provided that the patient was transferred to montreal neuro and kept for four days. The patient was receiving oral medication. The concentrations of the drugs were not known. A catheter dye study showed no problem. An interrogation of the pump with logs showed no motor stall. There were no discrepancies in volumes at a pump refill. Lastly, there was no explant of any product as it was reported there were no problems related to the catheter and pump. The patient was discharged home on "thursday, (B)(6)" to home and was doing fine/well.

Event description:
It was reported that the patient became mentally confused on (B)(6) 2013, one day after the pump was refilled. The patient stayed at home and went to bed and on (B)(6) 2013 the patient was found unconscious in bed. The patient was breathing but not responding. The patient was transferred to a regional hospital and was intubated in the emergency room. The physician ordered the pump to be decreased by 59%. The pump was reprogrammed and the patient was transferred to a neurological hospital overnight. This patient underwent diagnostic testing, hospital admission and prolonged hospitalization greater than 48 hours. The device system delivered morphine and bupivacaine and was programmed at 7.3 milligrams per milliliter before changes. The products remain implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, lot#: unknown, product type: catheter. (B)(4).

Event description:
Correction - additional information received clarified that the following events. On (B)(6) 2013 the patient had a pump refill. The next day the patient was mentally confused. Two days later, the patient was found unconscious and was taken to a small hospital with no pump program, where the pump was reduced by 59%. Overnight the patient was transferred to a neurological hospital that has a pump program. Five days later, the manufacturer representative met with the patient at the hospital and a nurse did a refill where no discrepancy was found between the expected volume and the actual volume withdrawn from the pump. The patient was discharged the next day and was doing fine. Additional troubleshooting was done as previously reported.